Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 489 mg/dl at the time of the call. The customer stated that they did not have time to trouble shoot because they had just walked into the emergency room by their health care provider's orders. No further information was provided.